Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lever broke off the pedal allowing the plunger and spring to come out. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by dropping or hitting the device against something. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar spine surgery, it was observed that a spring came out of the foot pedal on the foot control device. According to the report, the little lever broke off of the device. It was further reported that nothing fell into the patient. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.